Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurements less than 200 ohms on the atrial channel. No adverse patient effects were reported.